Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the device experienced an electrical reset. The patient was noted to be undergoing radiation therapy every week. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
An unknown issue was reported via technical services. The patient was noted to be undergoing radiation therapy every week. Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).